Event description:
Rptr purchased the hemotek cards to detect blood in the stool because pt has crohn's disease. When rptr thought pt had blood in the stool they put a card in the water but it showed he had no blood. Surprised to see this result, rptr made a hemocult card from the same stool sample and took it to doctor the next day. The card was completely positive for blood. Rptr is very concerned that people like them will use the hemotek cards at home and think that they will tell when there is a problem, but will find as rptr did, that the results miss even serious problems.